Event description:
According to the reporter, during a laparoscopic bariatric roux-en-y gastric bypass, during the oversewing of the gastrojejunostomy anastomosis, on the first reload, the needle of the endo stitch suture became stuck in the receiving end jaws of the handle and was caught with the tissue. The needle did not penetrate the tissue completely, but both the needle and tissue were being held in the receiving end of the jaws. The jaws were able to open completely.  The metal bars on the jaws was not present. The surgeons had to twist, turn and tug at the reload before it would come away from the tissue. The second suture that was used got stuck also. The attending surgeon, was able to free the needle from the stomach tissue and completed the oversewing without issue. It was noted that the patient had some serosal tearing due.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric roux-en-y gastric bypass, during the oversewing of the gastrojejunostomy anastomosis, on the first reload, the needle of the endo stitch suture became stuck in the receiving end jaws of the handle and was caught with the tissue. The needle did not penetrate the tissue completely, but both the needle and tissue were being held in the receiving end of the jaws. The jaws were able to open completely by using pressure and toggling to release the reload.  The metal bars on the jaws was not present. The surgeons had to twist, turn and tug at the reload before it would come away from the tissue. The second suture that was used got stuck also. The attending surgeon, was able to free the needle from the stomach tissue and completed the oversewing without issue. It was noted that the patient had some serosal tearing.

Manufacturer narrative:
Additional info: b5, d9 (return date), g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.